Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the issue was caused by debris found inside the usb port of the pump. Customer's blood glucose level was 258 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.